Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connector and 5 volt power supply were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9600 system locked up and would not x-ray. No pt injury was reported.